Event description:
It was reported that bd bactec¿ mgit¿ 960 system 40 samples were detected sensitivity. The following information was provided by the initial reporter: 40 sensitivity samples were detected that invalidated the instrument. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details: instruments sent absence of readings but in log files there are not power failure records.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported 40 sensitivity samples were detected that invalidated the instrument. No patient impact was reported. The instrument's' log file was reviewed and there was a gap in the instrument's' operation. It was then determined that the motherboard was defective and the database corrupted. The motherboard was replaced and the database restored and the instrument was operating without issues. The root cause was the failure of the motherboard. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. This complaint is confirmed. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and (B)(4) was initiated and is related to this same complaint event and is closed. Based on the servicemax case information, no samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system 40 samples were detected sensitivity. The following information was provided by the initial reporter: 40 sensitivity samples were detected that invalidated the instrument hazard, injury or erroneous results? No. Hazard, injury or erroneous results details . Instruments sent absence of readings but in log files there are not power failure records.